Event description:
It was reported that during a post-implant check, an increase in right ventricular capture thresholds and a drop in sensing values were observed due to lead dislodgement. The lead was successfully repositioned. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.